Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl; cause was not known. Customer changed pump supplies, delivered a bolus via the pump, and administered a manual injection to address elevated bg level. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, customer reverted to manual injections for insulin therapy.